Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: >7.5, 2nd inr: 2.6, mean: na, sd: na, %cv: na. Data analysis could not be provided on repeated inratio test results since >7.5 is not comparable number. Per package insert, unexpected results can be caused by one of the following: a hematocrit that is higher or lower than the validated operating range of the inratio system can cause inaccurate result. Lupus or antiphospholipid antibody syndrome (aps) may falsely prolong the inr value. Certain prescription drugs and over-the-counter medications that can affect the action of oral anticoagulants and the inr value. Liver disease, congestive heart failure, thyroid dysfunction, and other diseases or conditions can affect the action of oral anticoagulants and the inr value. Changes in diet, lifestyle, or taking nutritional supplements such as ginko biloba can affect the action of oral anticoagulants and the inr value. No product is expected to be returned. No further investigation could be performed since no strip lot info was provided. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: >7.5, 2.6. Pt's therapeutic range: 2.0-3.0 inr.